Event description:
Patient reported the pump is showing different errors - down occlusion, pressure issue, battery issue, etc. Home health nurse tried changing battery and tubing - worked last time and still same issue today. Home health nurse trouble shot again but said when she checks the line and battery, no issues found. Pump replaced at patient request. Unknown if patient missed a dose or experienced an adverse event. Pump is available for return. No further information, details or dates provided. Gammagard indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function.